Event description:
Received information stating patient was experiencing high bg's.

Manufacturer narrative:
During troubleshooting it was identified patient uses the cartridge for up to 7 days. Tandem labeling states cartridge was tested for 48 hours with humalog. No product has been returned for evaluation. Should new information become available a follow up MDR will be submitted.